Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an impedance warning for high pacing impedance. Upon interrogation, it was noted that the rv lead had started exhibiting varying pacing impedance approximately one year ago, at which time the rv lead had been reprogrammed. Upon this recent warning, isometric testing revealed noise on an electrogram (egm), and it was decided to raise the impedance alert threshold and monitor the lead. No patient complications have been reported as a result of this event.